Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate therapy due to over-sensed non-physiological noise and baseline wandering. The patient was subsequently hospitalized, and tachycardia therapy was disabled. Boston scientific technical services (ts) was contacted, and complete device data was not provided, but it was clear that troubleshooting had been performed and these artifacts were easily reproducible in the alternate sensing vector. X-ray imaging was recommended to assess system connection and positioning prior to invasive options. The physician suspected that the cause of the inappropriate therapy was an electrode fracture. A revision procedure is anticipated to resolve the event. At this time, this s-ICD system remains implanted. No additional adverse patient effects were reported.